Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). It was reported that the ventilator generated technical error code indicating expiratory channel failure. The problem was resolved by reseating the expiratory cassette. No parts were replaced. The ventilator passed all performance and safety tests and was cleared for clinical use. The reported technical error is an expiratory flow measurement and will not affect ventilation. No device logs were received. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator generated a technical error. The patient involvement is unknown. Manufacturer's ref.#: (B)(4).